Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Rt. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, at an implant depth of 2mm and 4mm, mild paravalvular leak (pvl) was noted. An echocardiogram showed a post-implant gradient of 12 mm hg and the valve appeared constrained near the left coronary cusp. A post-implant balloon aortic valvuloplasty (bav) was performed with a 23mm non-medtronic balloon. After the bav, the balloon was deflated and the physician pulled hard on the balloon. It was noted the balloon was not centered prior to pulling it out of the annulus. The balloon caught on one of the crowns of the valve frame and dislodged the valve at the level of the sinotubular junction and partially occluded the left main coronary artery. The patient reported chest pain and became hypotensive. The patient was intubated and placed on veno-arterial extra-corporeal membrane oxygenation (va-ECMO) until the valve was snared and pulled to the descending aorta. A second valve was deployed in the aortic annulus. No pvl was noted following implant of the second valve. The patient was successfully extubated and removed from va-ECMO. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. An echocardiogram showed a post-implant gradient of 12 mm hg and the valve appeared constrained near the left coronary cusp. Gradients can be observed despite normal device functionality. It should be noted that a mean gradient of less than 20 mmhg is generally considered acceptable residual condition for this valve. A post balloon dilatation was performed, as it was thought that the valve was under expanded. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determined. Per the information for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. In this case, as the non mdt balloon was deflated and attempted to be pulled out, it caught on the valve crown and dislodged the valve. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the information available. However, per the event description it stated that the non mdt balloon was not centered prior to pulling it out of the annulus, which then ended up getting caught on the valve frame. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Coronary occlusion post transcatheter aortic valve implantation (tavi), deployment, can be related to valve positioning, calcification levels, and/or other patient anatomical effects. In this case, when the balloon dislodged the valve it was pulled the valve to the level of the sinotubular junction and ended up occluding the left main coronary. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. However, in this event, the hypotension was most likely a secondary harm as a result of the valve being dislodged by the non mdt balloon and oc cluding the left main. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.